Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed no damage or irregularity besides a kink in the device shaft in the distal stent area as well as two kinks at the kink protector. The outer shaft diameter complies with the specification. A 0.018" reference guidewire could only be introduced after straightening the kinks. It therefore appears that the kinks were induced after the actual complaint event (e.g. During re-packaging for the return shipment). Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined.

Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a severely calcified lesion (85% stenosis degree) in a severely tortuous part of the mid sfa. The device could not pass the lesion. The device was withdrawn.

Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a severely calcified lesion (85% stenosis degree) in a severely tortuous part of the mid sfa. The device could not pass the lesion. The device was withdrawn.